Manufacturer narrative:
(B)(4). His complaint for the system error 2240 (air in line) occurred during dwell was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The home patient (hp) verified that there were no loose connections, disconnections or defects on the supplies. The hp felt that it was her catheter giving her problems. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and contact their nurse. There was patient involvement. No injury or medical intervention was reported. A follow up was done via phone call. The home patient (hp) stated that the issue was resolved by starting over with new supplies. The hp verified that there were no loose connections, disconnections or defects on the supplies. The hp felt that it was her catheter giving her problems. She is to see the nurse on the date of this contact regarding her catheter. Per hp, she did not receive any injury or medical intervention as a result of this incident, she did tell her nurse. The hp stated that she is doing fine and continuing therapy.. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.